Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the form of a pinhole at 4-6 atm after it was gradually inflated up to 6 atm. The device was removed with the normal method, and the procedure was completed with the same device. There were no patient complications, and the patient was good after the procedure.